Manufacturer narrative:
Corrected data: section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's analysis conclusion: a direct correlation between heartmate 3 left ventricular assist system and the report of cardiac arrhythmias could not conclusively be established through this investigation. The patient underwent an ablation for recurrent ventricular tachycardia, and remains ongoing on the device. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced cardiac arrhythmias. The patient underwent stereotactic ablation for recurrent ventricular tachycardia. No further information was reported.